Event description:
It was reported that: " no bony on growth or bone integration to the cup and spongy fibrous growth through the surface of the acetabulum. Cup was loose upon initial manipulation."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Add'l info pertaining to the devices(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.